Event description:
Additional information was received that post repair using this 31mm duran ancore mitral annuloplasty band, the patient demonstrated some premature nonsustained ventricular beats and central leak. It was reported that upon inspection, it was noted that the patient's native mitral valve demonstrated prolapse in the a3 position. It was stated that the surgeon did not feel this would be a long-term result and elected to replace the annuloplasty band with a non-medtronic mechanical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a serious injury. A4, b5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 31mm duran ancore mitral annuloplasty band, it was immediately explanted. It is unknown if replacement took place. No additional adverse patient effects were reported.